Event description:
"The mist is not being created".

Manufacturer narrative:
It was reported that the machine "turns on but the mist is not being created". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.